Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient experienced shocking sensations in the legs when the stimulation was turned on. The trial was aborted and the leads were explanted. Follow up report indicated that the shocking sensations has resolved and there is no report of further complication.